Manufacturer narrative:
Follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device's energy level was too low. There was no patient involvement.